Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, g4, g7, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the rpms couldn't be checked due to a pin missing in the swivel, the head and control bar were damaged, and the head, swivel, control bar, thickness control lever, bearings, motor, planetary carrier, gears and other parts were replaced due to rust and not working properly and resolved the reported issue. It was noted that the device has not been returned for annual pm since it was manufactured. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device was taking too deep of cuts and screws were coming loose. An additional skin graft needed to be harvested as a result. No other adverse events were reported as a result of this malfunction.